Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (won't charge batteries) was confirmed. Upon investigation, the charger was unable to charge batteries due to the r20 and r47 componets on the bedside board being internally shorted. The root cause of the shorted components was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger had faults.